Event description:
It was reported that the gp series infusion set, 1 ss y leaked during use. The following information was provided by the initial reporter, translated from spanish to english: "she observes liquid leakage (0.9% sodium chloride) in the lower part of the equipment, in the tie between the set and the orange clamp and that when checking where the liquid comes from, you realize that this mentioned part has a fissure, there is no data if it was that the equipment came with this fissure or it was due to poor handling."

Manufacturer narrative:
Investigation summary: no samples were received for investigation of complaint reference (B)(4), however the customer did provide a photograph of the affected sample; analysis of the photograph confirmed the presence of a split in the tubing of the silicone pumping segment, above the lower pumping segment component. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be conclusively determined in this instance as no sample was received for investigation; however, previous in-depth investigations into reports of this nature have not identified any potential part of the assembly process which may have contributed to damage of this nature. A review of the production records for lot 1017428 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against products in the alaris gp product family.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [1017428] was not found for the reported catalog # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gp series infusion set, 1 ss y leaked during use. The following information was provided by the initial reporter, translated from spanish to english: "she observes liquid leakage (0.9% sodium chloride) in the lower part of the equipment, in the tie between the set and the orange clamp and that when checking where the liquid comes from, you realize that this mentioned part has a fissure, there is no data if it was that the equipment came with this fissure or it was due to poor handling."